Event description:
Reporter indicated that vns pt experienced an episode of difficult breathing. At the time of the episode, the pt was being threatened by a man who was reportedly pushing the pt near the area where the generator is implanted. The pt startled and could not catch their breath unitl such time that the magnet was placed over the device to temporarily discontinue stimulation.